Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had white foreign material on the air/water cylinder and tube in addition to a burn on the probe cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and the lms final investigation. Corrected field(s): e2, e3, g3, h6 and h8. Correction to h6-component code: 1385-melted should be removed and updated to 1071-thermal decomposition of device. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 09sep2024. New information added to the following fields: h3 and h6. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, the foreign material could not be specified and a definitive root cause cannot be identified. Physical damage was not found at the foreign material residue points and from the information obtained, it is unclear whether the reprocessing was carried out in accordance with the IFU, so the cause of the foreign material remaining could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementation in accordance with the below IFU. -inspection of the endoscopic system user can possibly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU. -using endo therapy accessories olympus will continue to monitor the field performance of this device.